Event description:
The consumer allegedly went to sit down in the chair, which was not completely open. Their right index finger was allegedly caught and broken within the seat frame as the chair was opened when they sat down. Their finger requiring surgical repair.